Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unexpected reset occurred. In addition, the pump history was noted to be inaccurate following reset. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer was able to reload the existing cartridge and resumed insulin delivery.